Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
It was reported that the patient's ipg would no longer communicate after an unrelated procedure. It was also reported that the patient's lead had migrated that was confirmed via imaging. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
It was reported that the patient's ipg would no longer communicate after an unrelated procedure. It was also reported that the patient's lead had migrated that was confirmed via imaging. The ipg was explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-02147, 1627487-2023-02148. Additional information received reports that the patient underwent surgical intervention on (B)(6) 2023 in which their paddle lead was explanted and replaced. During the procedure the patient's quattrode leads were also removed due to scarring around the leads.

Event description:
Related manufacturer report number: 1627487-2022-07044. It was reported that the patient's ipg would not longer communicate after a unrelated procedure. It was also reported that the patient's lead had migrated that was confirmed via imaging. Surgical intervention is pending to address these issues.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Event date is estimated.